Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study on 2018-mar-20 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indications for use included failed back surgery syndrome and spinal pain. It was reported that the patient underwent magnetic resonance imaging on (B)(6) 2018 and a motor stall occurred. The programming date from the most recent refill prior to the event was (B)(6) 2018 11:28. Device interrogation occurred on (B)(6) 2018 and it was noted that the programmer restarted the pump. The outcome indicated the event resolved without sequelae on (B)(6) 2018, and the patient denied any side effects or complications. Etiology indicated the event was not related to the device or therapy and was not related to the implant procedure. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the patient's baseline weight was (B)(6) pounds. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the event was related to the device or therapy . No further complications were reported/anticipated.